Event description:
A malfunction was reported on the pump, identified by a specific code. There was no adverse impact to the customer's blood glucose level. The customer was assisted in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to call back if the issue reappears and acknowledged the instructions provided.